Event description:
It was reported that the asymptomatic patient presented for an initial implant. During the procedure, the right atrial lead was repositioned several times due to poor sensing, poor capture, and dislodgement. The stylet was unable to advance down the lead after several attempts. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.